Event description:
The manufacturer received information alleging a patient experienced oxygen desaturation while using a simplygo device. The device failed during in-flight use in an infant patient with a history of extreme prematurity (born at 26 weeks gestation) and mild bronchopulmonary dysplasia. The report states the device exhibited intermittent issues and subsequently stopped providing oxygen. The report further states the patient experienced oxygen desaturation to approximately 82%, which prompted an in-flight medical emergency and required the assistance of cabin crew, a doctor on board and emergency supplementary oxygen. The device manual states that ¿this device is not intended to be life-sustaining or life-supporting¿ and that ¿this device is not intended for newborn and infant use.¿ warnings (warnings, p.3), further states that where interruption of oxygen may have serious consequences, ¿an alternate source of oxygen should be available for immediate use.¿ the device was requested for return; however, the customer declined to return the device, and no device evaluation is possible at this time. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional information is being requested.